Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Chronic myeloid leukemia [chronic myeloid leukemia]. Zinc intoxication [metal poisoning]. Dyspnoea [dyspnoea]. Tremor [tremor]. Paresthesia [paresthesia]. Dizzy [dizziness]. Weak [asthenia]. Sweating [hyperhidrosis]. Product misuse ("consumed a tube of fixodent in 3 weeks") [device misuse]. Case description: a pharmacist reported that a male consumer of unk age used fixodent hygiene cream, number and frequency of applications unk, on unspecified date(s). The consumer claimed to have been intoxicated with zinc from the fixodent. A number of investigations were performed and it was revealed that he was suffering from zinc intoxication. Additionally he subsequently experienced pneumonia. Medical history: no info was provided. Concomitant medication: no info was provided. The outcome of the case was: unk. No further info was provided. On (B)(6)-2011, a f/u call with the consumer himself occurred. He stated that he used fixodent hygiene cream, 1/applic 1/day, beginning (B)(6)-2010 until (B)(6)-2011 and fixodent adhesive cream, 1/applic 1/day, beginning (B)(6)-2010 until (B)(6)-2011 to fix his dentures. He stated that he used a tube of the product every three weeks. A few weeks after using the product he began to feel dizzy and weak, he experienced tremors, sweating, dyspnoea and paraesthesia. By (B)(6)-2010 his symptoms had become so pronounced that he visited a neurologist. Following a number of investigations he decided to stop using the product; after two days his symptoms began to improve. Subsequently he was diagnosed with chronic myeloid leukaemia. Medical history: allergies - none, medical history - cervical spondylosis, denture wearer. The outcome of the case was: chronic myeloid leukemia and zinc poisoning - not recovered/not resolved; all other symptoms - improved. No further info was provided.